Manufacturer narrative:
Per tandem¿s t:slim x2 g5 user guide: ¿do not use any other insulin with your system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, customer used apidra insulin and tandem's technical support educated customer on cartridge/insulin labeling. The supplies were changed to address the event and insulin delivery was resumed. Blood glucose ranged from approximately 200 mg/dl to approximately 380 mg/dl.